Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information requested: were the scissors the jaws of the device? Please clarify what is meant by "the scissors did not work properly¿? Did the white tissue pad detach from the device?

Event description:
It was reported that during a hemicolectomy procedure, at the beginning of the surgery, the teflon pad 'is get out' and the scissors didn&#38176;work properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91874. Additional information was requested and the following was obtained: please clarify what is meant by " the scissors did not work properly? The tissue pad detach a few minutes after the start of surgery. Did the white tissue pad detach from the device? Yes. The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Other functional test could not be performed due to the condition of the returned device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.